Manufacturer narrative:
The full lead was returned in segments, analyzed. Analysis indicated that the inner insulation of the lead developed a breach due to metal ion oxidation while in vivo. The outer insulation of the lead developed a breach due to environmental stress cracking while in vivo. Concomitant medical products: product ID: 4058m52 lead, implanted: (B)(6) 1996.

Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads were returned to the manufacturer after being explanted with no reason for replacement. The leads were analyzed and tested out of specification. No patient complications have been reported as a result of this event.